Event description:
It was reported that the patient ran out of insulin and subsequently experienced elevated blood glucose levels. The patient performed a full supply change after returning home and later reported that all insulin was used during the night, with the pump indicating an empty cartridge the following morning. The patient stated there was no visible leakage or wetness from the cartridge or pump. Elevated blood glucose levels were reported for approximately eight hours, as indicated by continuous glucose monitoring, and the patient used back-up therapy, which resulted in blood glucose levels decreasing. The patient did not perform ketone testing, did not receive professional medical intervention, and did not experience any immediate health effects. The patient further reported being unable to use the pump because the luer connectors would not twist onto the pump. Arrangements were made to ship replacement luer connectors. The patient later reported receiving connector adapters that did not fit the tubing and provided images of the issue. Upon verification, it was determined that incorrect infusion sets had been sent. An alternate shipping address was confirmed, and correct infusion sets were arranged to be sent. The patient was advised to contact the distributor regarding the incorrect supplies previously received. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.